Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported the keypad on the insulin pump was not working. The customer's blood glucose was 239 mg/dl. Removing and replacing the battery in the insulin pump gave the customer a failed battery alert and the buttons would not clear this. No significant events leading up to the alarm were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.